Event description:
The pharmacist stated that his customer had at least 2 to 3 needles that were broken into his arm, and that several of the other needles have went back into the syringe. The customer would like a full refund and the pharmacist would like a credit to this account. He also stated that the other needles have just broken off the tip.